Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds leading to loss of capture (loc). Diminished sensing was also noted. Atrial output was increased and the system screened under fluoroscopy no abnormalities were observed. Placement difficulty at initial implant was also noted secondary to patient anatomy. The physician plans to continue monitoring the lead. No adverse patient effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.